Event description:
(B)(4). Im a young women and I had essure for 6 years ago. Muy health is been decreasing. I have problems with my back (pain), stomach pain, my mood change very quickly, depression, overweigth, hair loss a lot, headache, my period is irregular, fatigue, taste of nickel.